Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-27, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 15mg/ml at 4.805 mg/day, clonidine 600mcg/ml at 192.19 mcg/day and bupivacaine 15mg/ml at 4.805 mg/day via an implantable pump for non-malignant pain and failed back syndrome. The patient¿s medical history was reported as ¿none.¿ the patient¿s concomitant medications were unknown. On an unknown date, the physician was unable to disconnect the sutureless connector from the pump during a pump replacement procedure. The physician was using proper technique to remove the connector but the bell would not release. The more he pulled, the outer white component would pull back but the clear inner ring would not release. The physician cut the old sutureless connector off and implanted a new sutureless connector along with the new pump. No patient symptoms were reported. As of (B)(6) 2016, the issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.